Event description:
It was reported to boston scientific corporation in 2008, that an jejunostomy feeding tube device was placed on the same day, (female pt; weight unk). According to the complainant, during the middle of the procedure, the physician identified that the needle in the package was "too small" and "did not look like the correct needle ... . The needle appeared to be a spinal needle instead of a trocar needle." Reportedly, the procedure was completed with another jejenostomy feeding tube device. There were no pt complications reported as a result of this event. According to the complainant, prior to the procedure, the pt was in ICU in a comatose state and remained comatose following the procedure. In addition, the complainant reported that there is no relationship between the pt's condition and the device.

Manufacturer narrative:
Although the suspect device has been received for eval; the device eval has not been completed. The cause of the reported malfunction is undetermined.